Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. (B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg pocket site. Follow up identified that the patient's wound did not heal correctly after implant. The patient underwent surgical intervention on (B)(6) 2020 wherein the pocket was revised, resolving the issue.